Manufacturer narrative:
For the 40 events reported under exemption number e2012016, 33 complaint devices were returned, 4 complaint devices were disposed, and 3 complaint device was not returned. Fifteen (15) events were found to have a root cause of operational context, 1 event was found to have a root cause of handling, 11 events were found to have a root cause of supplier design, and 4 events were found to have a root cause of manufacturing. Investigation is still in place for 2 events.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number e2012016 for product code fge. This report covers 40 reported events of balloons bursts/pinholes. Of the events, 6 patients were female and 10 were male. The known patients' ages ranged from 56 years to 77 years. The known patients' weights ranged from 77 kg to 86 kg. All other demographic information is unknown.